Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows. It was reported that a cannulated cruciform screwdriver broke during screw insertion. There was reportedly no harm to the patient or others. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The assembly DHR was reviewed and DHR #4173707 for p/n 314.462.05 was not able to be located in docusphere. The lot number 4173707 is correct in jde for p/n 314.462.05. All other dhrs were reviewed and no issues were found during manufacture that would contribute to this complaint condition. The material and harness met specifications. One cannulated cruciform screwdriver for 3.0mm cann screw was returned. The blades on the tip of the returned instrument are broken off and were not returned. Features l6, l7 and g1 are not able to be checked because the blades are missing and were not returned. A complete evaluation cannot be performed.